Event description:
Patient presented to the physician with tethering from the stimulation lead that was causing pain at the neck and pain at the ipg site. Physician brought the patient into the or to revise the stimulation lead but the patient requested system removal. Physician removed the entire inspire system.